Event description:
Caller stated that the (B)(6) customer trach has a crack in the left half of the flange. The caller reported the issue was noticed immediately after cannulation. The issue required recannulation.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.